Manufacturer narrative:
Literature reference: doi: 10.1002/ccd.26959. If information is provided in the future, a supplemental report will be issued.

Event description:
The study's objective was to review the effectiveness of manual thrombectomy (mt) in a series of patients with st-elevation myocardial infarction (stemi), exclusively presenting with timi 0-1 flow undergoing pci, in accordance to the angiographically estimated area at risk (aar). Thrombectomy at first attempt was unsuccessful in nearly 15% of cases, needing balloon pre-dilation to allow passage of the device, which may have led to thrombus migration. On admission to the emergency room, patients were loaded with 300mg of aspirin and 600mg of clopidogrel, or 180mg ticagrelor if they were not already on these medications. Thrombectomy was exclusively performed by the 6fr export catheter in a coronary segment with timi 0-1 flow. Vessels operated on included the left anterior descending, the left circumflex, the right coronary artery, the left main and by-pass graft. Any in-hospital death was considered from cardio-vascular causes unless other cause was identified. A total of 525 patients underwent mt. Only in five cases mt was incapable of crossing the lesion due to proximal tortuosity, and was considered ineffective. Macce events included re-mi, death, neurological events in the context of brain anoxia (profound hypotension and/or during resuscitation efforts) and ischemic stroke.